Event description:
It was reported that a patient underwent a laminectomy procedure on (B)(6) 2013 and a drain was inserted under the fascia. The drain functioned properly upon first activation. On (B)(6) 2013, when the drain was being removed from the patient, severe bleeding occurred from the removal site. Pressure was applied to the site and the bleeding stopped after about five minutes. Fifteen minutes after removing the drain, the patient complained that both legs were paralyzed. Then, twenty minutes after, the patient complained of severe pain in the left joint. Forty minutes after, the patient complained of severe pain in the right joint. On (B)(6) 2013, the patient then underwent a reoperation to remove the hematoma that formed. The surgeon commented that the site where the drain was inserted was near an artery. Currently, the patient is in stable condition.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1021514

Manufacturer narrative:
Date sent to the FDA: 01/22/2014. It was reported that the surgeon opines that the trocar needle injured an artery under the fascia. After the hematoma was surgically removed, the patients paralysis and joint pain completely resolved. (B)(4).